Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that there was a battery failure, attempts to troubleshoot by switching the on off battery button on the bottom but this was not successful, and there was no mention of patient harm or medical intervention.